Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during hysterectomy, the needle detached from the thread and the surgeon was not able to find the needle both inside the patient and in the operating room.